Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, during a remote follow-up, episodes of noise resulting in oversensing were observed on the device. The suspected cause of the noise was the device capacitor charging. The device is awaiting reprogramming. No intervention has been performed at this time. The patient was stable.